Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. A partial lead with the distal tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 46.0-46.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Internal insulation abrasions were noted at 9.2-9.7cm, 10.2-10.6cm, 12.5-13.0cm, 13.8-14.0cm, 15.2-16.0cm, and 19.9-20.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 28.8-28.9cm. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.